Manufacturer narrative:
(B)(4). Device not returned. No device received for analysis at time of submission of 3500a.when additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.

Manufacturer narrative:
(B)(4). Additional information: the device was returned in good physical condition with the blade tip intact and not broken off as reported by the customer. The device was tested with a generator and was functional. There were no anomalies noted with the functionality of the device. It is possible that the device returned may have been used to complete the procedure and is not the device complained about.

Event description:
It was reported that during a laparoscopic hepatectomy procedure, the tip was broken during the surgery even though it did not contact metal or anything. Unknown how case was completed. There were no adverse consequences for the patient.